Manufacturer narrative:
Batch history review: the batch number of the returned device is unknown. Investigation: 1 used needle was received for evaluation. The safety mechanism of the needle was tested, and it could be activated without any difficulties. The activation force obtained is compliant with the specification. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Conclusion: the complaint is not confirmed. The received sample conforms to our specifications. The received sample could be correctly secured. No corrective action is envisaged. It is worth noting that the IFU clearly describes the needle removal procedure: needle removal: after completion of treatment, flush the port per institutional protocol. Stabilize the port by securely holding the base down. (Fig.a). Firmly pull the wings up until you feel a firm stop (fig.b) and the needle is locked in the safety position. A green dot on the base of the needle confirms safety device deployment. Dispose of set in a sharps container." (B)(4).

Event description:
As reported by user facility (translation of complaint report from (B)(6) by b. Braun (B)(4)): the safety mechanism did not activate during the removal of the needle from the patient. The nurse pricked her finger with the needle in scrapping it with the dressing in the bin.